Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_android. Omnipod software app version: 3.1.6. Operating system: bp2a.250605.031.a3.a156usqsbdzdc. Hardware: sm-a156u. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient's blood glucose level rose to between 250 mg/dl and 300 mg/dl while wearing the pod for less than 1 hour. The patient reported being unsure if the cannula was properly seated in the infusion site (abdomen). The patient did state that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism. Once the pod was removed the pod's cannula was found to have been pointing upwards and leaking. The patient also experienced some light swelling and a small ¿skin bubble¿.